Manufacturer narrative:
The reported issue was confirmed. The root cause identified is use of device error. The device was evaluated upon receipt. Customer reported patient temp port 2 is defective. We checked patient temp port 2 and this was working correctly. The customer only needs to switch temp 2 on in the settings. This function was disabled with this device. Switched settings. Performed an electrical safety test. After this test we need to boot up the device to check for errors. Boot up failed due to error 61.( 61 non-recoverable system error control processor parameter memory fault) we re-seated the processor circuit board to look if this should solve the issue but it didn't. Replaced processor circuit board. Passed calibration, est. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product medivance recommends measuring patient temperature from a second site to verify patient temperature. Medivance recommends the use of a second patient temperature probe connected to the arctic sun® temperature management system temperature 2 input as it provides continuous monitoring and safety alarm features. Alternatively, patient temperature may be verified periodically with independent instrumentation. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The initial reporter zip code that is provided is (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during sample evaluation the temperature port 2 was defective according to customer in an arctic sun device. Per review of wo on 25nov2024, there was no patient involvement. Per sample evaluation results received via task on 06dec2024, it was reported that the boot up failed due to error 61 (non-recoverable system error).

Event description:
It was reported that the during sample evaluation the temperature port 2 was defective according to customer in an arctic sun device. Per review of wo on 25nov2024, there was no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The initial reporter zip code that is provided is (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.